Event description:
On (B)(6) 2012, pt reported a low blood glucose incident where he was unable to self-treat that occurred last year. Pt stated he was unable to regularly check his blood glucose due to circumstances beyond his control. Pt reported he woke up one night and could tell his blood glucose was very low because he was unresponsive and very confused. Pt stated his roommate was able to feed him a glucose tablet and he felt better after that. Pt was unable to self-treat. Pt's normal blood glucose range is 120-160 mg/dl. Pt reported he recently made adjustments to his basal rate and his blood glucose readings have been a lot better since that time. Pt stated he does not know what his blood glucose level was at the time of the event because he was unable to check at that time. Pt reported his blood glucose level was low due to not being able to eat as often as he normally does. No product return was requested.